Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The issue was resolved by using different charging supplies, specifically a non-tandem wall adapter and charging cable. Tandem technical support informed the caller about the risks of using third-party charging supplies and agreed to send replacement tandem charging equipment via two-day shipping. Additionally, the customer was advised to monitor the situation and restart cgm sessions manually if the pump turns off or is reset.